Manufacturer narrative:
.

Event description:
It was reported via clinic notes received that the patient has sleep apnea and uses a CPAP. A note dated (B)(6) 2011 indicated the patient's sleep apnea had worsened over the last 3-4 months and the patient is "working with his pulmonologist." The relationship of the patient's sleep apnea to vns is unknown. An implant card received indicated normal lead impedance at the time of a recent battery replacement on (B)(6) 2012. Attempts for additional information have been unsuccessful to date.